Manufacturer narrative:
The console was evaluated in the field on (B)(6) 2018: field service engineer (fse) confirmed error 210 and 235; parts are needed for repair.

Event description:
It was reported that during preparation of a surgical procedure, error message 171, 210 and 235 were noted on laser screen. The laser was restarted several times but the issue was not resolved. The procedure was not completed due to device issue. Patient outcome: there was no injury to the patient reported.

Manufacturer narrative:
The resonator (s/n: (B)(4)) was received at the manufacture on september 13, 2018.

Manufacturer narrative:
Product evaluation: the assy resonator fru gl hps (s/n: (B)(4)) was evaluated on october 01, 2018 and noted the packaging in which the resonator was returned was undamaged. External appearance of the unit shows no signs of damage. The reported error codes were 171, 210 and 235. The 4th bar on the diode and output coupler was noted to be burnt. A new diode was installed. The resonator was realigned and a new test report was completed. Probable root cause: based on fa report, the probable root cause was determined to be burnt optics and burnt diode bar in the resonator.